Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple treated and untreated episodes while the patient was sleeping. The physician would like to know if the treated episodes were inappropriate or appropriate. Data analysis was performed, and boston scientific technical services indicated that the artifacts was most likely non-physiological signals in combination with reduced signal amplitude and not actual cardiac arrhythmias. Technical services recommended that the physician perform a high-resolution x-ray and try to reproduce the artifacts seen in the episodes by having the patient perform arm movements. In addition, troubleshooting on the electrode to rule out electrode integrity. No additional adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that the patient was seen in-clinic for provocation testing and was not able to reproduce any artefacts. The programming was set to secondary vector. No adverse patient effects were reported. This device and electrodes remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded multiple treated and untreated episodes while the patient was sleeping. The physician would like to know if the treated episodes were inappropriate or appropriate. Data analysis was performed, and boston scientific technical services indicated that the artifacts was most likely non-physiological signals in combination with reduced signal amplitude and not actual cardiac arrhythmias. Technical services recommended that the physician perform a high-resolution x-ray and try to reproduce the artifacts seen in the episodes by having the patient perform arm movements. In addition, troubleshooting on the electrode to rule out electrode integrity. No additional adverse patient effects were reported. This device and electrode remain in-service.